Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the md prepped the intra-aortic balloon (iab) and zeroed the fiberoptix sensor (fos) without difficulty. The md inserted the iab through a sheath and into the pt's femoralis. After insertion of the iab, there was no ap (arterial pressure) curve visible. As a result, the md removed the iab and inserted another iab without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is "ok."